Event description:
A customer observed repeatable false positive total b-hcg results on samples from one patient. Biased results were reported. And the physician questioned the results. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.